Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, separated from the inserter and the suture was not returned. The complaint can be confirmed. This type of anchor breakage is consistent with breakage caused by the combination of torque and bending, a user technique issue but other than this possibility, we cannot discern a definitive root cause for this failure. A non-conformance search was performed for this part 222361, lot l570380 combination and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch report number: 1221934-2018-54722.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2018-54722.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the sales rep's 5.5 healix advance anchor with permatape blue broke into two pieces when it was being inserted without a trial. They then used the sales rep's 5.5 healix advance anchor with permatape white/blue, which also broke into two pieces upon insertion with a trial. The case was completed by using the permatape from the second anchor with no patient harm, but there was a five minute delay to open another anchor. The sales rep stated they did not need to create another bone hole, there were no debris left in the patient, or any abnormal procedural or anatomical factors. The devices are being returned for evaluation.